Event description:
Medical affairs was unable to get in contact with the reporter; therefore, sent the reporter a letter to contact medical affairs so that clinical info could be obtained. The reporter contacted customer service in 2005 alleging the meter has an issue with the date/time; therefore the pt was unable to test his blood glucose. The pt ate food and/or drank a beverage after attempting to use the meter. There is no info on whether the pt experienced any symptoms at the time of testing. The pt was taken to the hosp and per his family member; the pt had "ketoacidosis". Ther is no info on the readings in the hosp or how long the pt was in the hosp. The meter is not a new (out of box) meter. The date and time on the meter was incorrect. Customer service tried to assist the reporter in changing the time and date and the issue was not resolved. At this time there is no info on the pt's diabetes regimen or the readings prior to the event. There is also no info on how long the pt was unable to obtain a reading on the meter. A replacement was sent to the pt. The complaint is being reported as a malfunction, since the date/time issue was not resolved.